Manufacturer narrative:
Model number/catalog number: sc-2352-50/ sc-2352-70, serial number: (B)(4), batch/lot number: 20798893/ 20577606, model/catalog description: linear 3-4 lead 50 cm. The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient had difficulty keeping the ipg charged and had not been getting adequate stimulation. The patient underwent an explant procedure and was doing well postoperatively.